Event description:
It was reported that during patient follow-up there was an observation for high right ventricular (rv) lead threshold. The physician did not know if the lead or device caused the high threshold. The device/lead programming was changed and both rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5554-53, lead, implanted: (B)(6) 2002. (B)(4).